Event description:
It was reported that during a l1-l5 open tlif, using interop workflow with e3d. We placed l1 left screw first. Then checked all screws with fluoro after they were all placed and both l1 screws were shifted to the left. We then went in to fix them and did another spin, and it was still off. We ended up placing both top screws freehand without navigation.

Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.